Manufacturer narrative:
The field service engineer on site analyzed the log files and confirmed usm03 & cpx03 error codes. Software was reloaded for ultrasound and compressor. The surgeons settings were backed up, and the system configuration was checked. Date and time check. Performed field service test procedure. Waveforms taken for phaco, coagulation, and vitrectomy. Electrical safety test performed. Mains lead check and secured. Laser door check. Final checks all within specification. When the screen had gone blank the ultrasound handpiece was being used; therefore, the clinic has been informed that in case the fault re-appears to put the handpiece to one side and let us know the serial number. The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.

Event description:
The user facility in the united kingdom reported the phaco machine screen went blank when the phaco probe was in the patients eye. The surgeon removed the probe, the screen then came back on when the front green button pressed and the error messages come up. They could not get the messages to go off the error screen therefore had to switch the machine off and then turn back off after a brief wait. The machine then rebooted and set up, re-primed and worked for the rest of the operation. No harm was done to the patient just delay whilst waiting for re-boot and re-prime and tune of machine.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.